Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2013. Patient reported that she experienced a hypoglycemic event on (B)(6) 2014. Patient states that she was feeling low and ate a cookie, then became unconscious. An aid came by and called paramedics. Patient states that the paramedics gave her an IV and then took her to the hospital for low blood pressure. At the time of contact with dexcom technical support, patient reported she was feeling better.